Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being inserted into the introducer sheath. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A complete mfg review could not be conducted as the lot number is unk. The device was not returned. The complaint investigation is inconclusive for stent dislodgment. Based upon the available info the definitive root cause for this event is unk. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.